Event description:
Saline breast implant rupture (B)(6) 2018. My immediate response to this was confusion on if it was actually ruptured or if I was convincing myself it looks smaller and looser. Within 48 hrs, the implant was completely deflated. Initially I called my plastic surgeons office reported it and asked some questions. The office gave me the run-around wouldn't retrieve my files to answer even the simplest questions and just kept telling me to come in for a consultation. The office being 45 minutes away and never being able to meet my needs on a consultation day/time I just gave up. Now a year later of me avoiding the deflated breast implants has left me in a position where I can't avoid my overall health and the disturbances I've been experiences. Let's talk migraines, I get at least one or two a week. My migraine can last anywhere from 3 hours to 3 days and they always wind down after a vomiting episode. I'll try not to get into too much detail but the vomiting is explosive; it leaves my whole body aching and my skin on my neck and chest turns blush. After my head spins in a 360 and the vomiting stops my migraine starts to wear down until it's horrible headache. Next, we have the freezing cold fingertips and ice cold feet, even my nose will get cold. I live in (B)(6) and the only thing cold is my air conditioning permanently set at 76 degrees. My next new odd malfunction is hot/cold/warm usually in response to water temperature. I often can't tell if the bathwater I'm running for my child is really hot or warm; I'm consistently asking someone to come in and check the temperature. Next, we have the memory loss, I'm (B)(6) years old not 75 years old. I often find myself in conversation where I can't think of the right word I'm trying to use and I'm not even talking about big fancy words just your basic words. When I type/write I feel embarrassed and confused on where I'm putting my punctuation and how to spell. Have a lot of days where I don't remember the details or moments and I space off trying to remember what I was about to do when I walk into a different room. I lose a lot of time spacing off, it's like I will start off for an hour or two I feel like it's been 15 minutes. Depression, it's evident that it has engulfed me. Along with my depression I have developed a social anxiety, I don't even like to go to the grocery store. I will always overthink and worry about leaving the house even for a small simple situation. Have been experiencing sharp pains in my right breast region including my armpit and shoulder. A hard sore lump inside my right breast which I'm certain is a deflated implant shell. My face, neck, hairline are consistently getting acne-like bumps. My face turns bright red to purple and when im outside more than 25/30 minutes. Along with the red discoloration in my face feels very hot. I feel like I'm constantly having to urinate if I drink something it's like within 10 minutes I must relieve my bladder. Last but not least, I have no energy ever! Everything I just listed was either never an issue or so mild it's unnoticeable. As much as I have avoided everything or deny the possibility of implant illness I am now convinced the numerous health concerns are linked to my ruptured breast implant. FDA safety report ID # (B)(4).